Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose was 548 mg/dl for a single event, date unknown. The customer managed to resolve high blood glucose by taking correction injections. Additionally, the customer changed the infusion set and cartridge and resumed insulin.